Manufacturer narrative:
A2 - age at time of event: 87 years old at the time of study enrollment. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that dissection was noted requiring intervention. On (B)(6) 2025, the subject underwent treatment with the eluvia drug-eluting stent and ranger drug coated balloons as a part of the clinical trial. The target lesion #001 was in the left proximal superficial femoral artery and left mid superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 100 mm lesion length with 80% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, atherectomy was performed using 2.2 mm x 3000 mm phoenix atherectomy device. Treatment of target lesion was performed by dilation using 6 mm x 200 mm ranger drug-coated balloon and placement of 7 mm x 40 mm eluvia drug eluting stent study devices. Following treatment was performed by placement of 5.5 mm x 150 mm supera bare metal stent and balloon dilation using 5.5 mm x 20 mm armada pta balloon. Post procedure, the final residual stenosis was noted to be 0%. The target lesion #002 was in the left distal popliteal artery with 4 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter with 10 mm lesion length with 80% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, atherectomy was performed using 2.2 mm x 3000 mm phoenix atherectomy device. Treatment of target lesion was performed by dilation using 4 mm x 60 mm ranger drug-coated balloon study device. Following treatment, the final residual stenosis was noted to be 0%. On the same day of index procedure, during the treatment of target lesion #001, dissection of grade a was noted in the left mid superficial femoral artery due to 6 mm x 200 mm ranger drug coated balloon. In response to dissection, a 5.5 mm x 150 mm non-boston scientific stent was placed in the mid superficial femoral artery which was post dilated using 5.5 mm x 20 mm armada ballon. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the event was considered to be resolved, and the subject was discharged from the hospital on dual antiplatelet therapy.